Event description:
It was reported that the patients leads migrated which was confirmed with imaging. The patient was also experiencing inefficient pain therapy. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a few months after the implant procedure. Block d2b: pro code: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7081671. UDI: (B)(4).